Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction (incontinence, urgency, and/or frequency). It was reported that the patient was experiencing an ins pocket issue--the ins pocket opened and the ins was out of their body. The rep stated the emergency room physician called them on (B)(6) 2024 around 7:20pm pst to report that the ins was hanging out of the patient's body but still attached to the lead wire that was in place. Outside of that, the rep stated they had no other details they could provide. The rep advised the ER physician to contact the patient's urologist as the rep was not able to provide medical advice on how to proceed. Troubleshooting was not performed. The cause of the issue was not known. It was unknown if the issue was resolved.